Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia.(oaz) for evaluation. In the evaluation, oaz confirmed the followings. - there was a leakage from the angulation control knob. - there were detached, chipped, cracked, and burr on the glue on the bending rubber. - there were buckles, peel-off and stickiness on the insertion section. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the description of b5 and to provide additional information. The initial MDR reported that escherichia coli and pseudomonas aeruginosa were detected from the auxiliary channel of the subject device. However, olympus reviewed microbiological testing results again and found that the sampled site of the subject device was not clearly mentioned in the report provided by the user facility. Olympus medical systems corp. (Omsc) received additional microbiological testing results by the user facility. The following microbes were detected from the sample collected from the subject device. [April 9th, 2019]. Klebsiella pneumoniae. [May 15th, 2019] pseudomonas aeruginosa and escherichia coli. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the auxiliary channel of the subject device tested positive for escherichia coli and pseudomonas aeruginosa. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.